Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and two three-way stopcocks were returned for evaluation. A non-edwards contamination shield was located between 29 cm and 106 cm proximal from the catheter tip. The catheter was connected to vigilance ii monitor and "check thermistor connection" error message was shown. No visible damage to the catheter body, balloon or returned syringe was observed. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 39.37 ohms. The thermistor connector was opened and the insulation of the thermistor leadwires connecting to rt pin and rc pin was found to be partially peeled off and the leadwires were exposed and contacted with each other, creating a short condition to the thermistor circuit. After separating the leadwires, the thermistor temperature was stable at 36.9 c in the 37.0 c water bath. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of blood temperature measurement issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that inaccurate blood temperature readings were observed during use. This occurred when the catheter was inserted from the right internal jugular vein. The indicated blood temperature was 26 degree c and the expected value was 36 to 37 degree c. It was determined that the blood temperature sensor was inaccurate because the body temperature did not change. The device was replaced and the problem was solved. The patient was not treated based on the incorrect value. It is unknown if any other troubleshooting was performed or if an error message was observed. It is unknown if an occlusion, leakage or kink was noted in the catheter. The value was not affected by the patient condition. Patient demographic information requested but unavailable. There were no patient complications reported.